Event description:
It was reported that following an implant procedure the patient was experiencing a lot of thoracic pain. The physician believed that the patients pain was procedure related. The patient was monitored and was given pain medication.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.